Event description:
Reproductive technologies, inc dba (B)(6) is violating 21 cfr 1271 - hct/ps refrigeration test yolk medium is being used for freezing semen by adding glycerol without a validation for off label use.